Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facitity: end user stated blood was leaking from hub after pulling stylet out. It happened with the 18g and 20g.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) empty package was received. No sample was provided. Based on the evaluation results, since the actual device was not provided for evaluation, the reported defect was unable to be confirmed. Review of the device history records (DHR) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. *correction: MDR fup filed under incorrect internal report number (B)(4). Corrected internal report number is (B)(4).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) empty package was received. No sample was provided. Based on the evaluation results, since the actual device was not provided for evaluation, the reported defect was unable to be confirmed. Review of the device history records (DHR) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.